Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies neurological deficits as potential complications associated with use of the device. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00237 and MFR report# 2032493-2018-00239.

Event description:
It was reported that an uneventful balloon assisted coiling procedure for a ruptured right posterior communicating artery aneurysm was performed on a patient that presented with sudden headache, reduced conscious level, and subarachnoid hemorrhage. Post procedure, the patient woke up with ipsilateral 3rd nerve palsy. The condition did not improve with a short course of steroids, and the patient underwent neurosurgical nerve decompression two (2) days later, which was believed to be a result of an immediate mass effect of the coiled aneurysm on the 3rd nerve.